Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited noise. The physician suspected that this was due to a possible complication from recent valve replacement surgery. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation abrasion due to friction on another device noted at 49.8 cm to 50.3 cm and 53.2 cm to 54.3 cm from the connector pin, which could have contributed to the noise problem.